Manufacturer narrative:
Device eval by manufacturer: the device returned for analysis. Visual and microscopic inspection revealed that the polymer jacket and the guidewire were detached in the distal section. Additionally, the guidewire was bent and stretched at the distal section. Media inspection was performed. Two photos were provided, and it was possible to observe that the guidewire was kinked, and a section of the device was detached.

Event description:
It was reported that a guidewire fracture occurred. A fathom-14 guidewire was selected for use in a coiling procedure of an endoleak after endovascular aneurysm repair (evar). The target location was in the severely tortuous and mildly calcified collateral between a right lumbar artery and a branch of the internal iliac artery. During the course of the procedure, the fathom was in place but all of a sudden it was realized that the tip of the fathom-14 did not move when they pushed or pulled the guidewire. It was noted that the fathom-14 guidewire broke distal, approximately 7 cm from the tip while inside the patient. The device was completely removed together with the non-boston scientific microcatheter without problem. The procedure proceeded with a different guidewire with no success, so a new procedure is planned. No patient complications were reported, and the patient status was okay post procedure.

Event description:
It was reported that a guidewire fracture occurred. A fathom-14 guidewire was selected for use in a coiling procedure of an endoleak after endovascular aneurysm repair (evar). The target location was in the severely tortuous and mildly calcified collateral between a right lumbar artery and a branch of the internal iliac artery. During the course of the procedure, the fathom was in place but all of a sudden it was realized that the tip of the fathom-14 did not move when they pushed or pulled the guidewire. It was noted that the fathom-14 guidewire broke distal, approximately 7 cm from the tip while inside the patient. The device was completely removed together with the non-boston scientific microcatheter without problem. The procedure proceeded with a different guidewire with no success, so a new procedure is planned. No patient complications were reported, and the patient status was okay post procedure.